Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in use, the issue occurred during the electrophysiologic surgery, and the treatment was completed by changing the signal switch box. The philips field service engineer (fse) inspected the system onsite and confirmed that the ep signal did not display. Upon functional testing, the fse found that there a problem with video converter. The fse replaced the converter. After the replacement of video converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that when performing a large screen surgery, the signal display was abnormal. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the video converter and the device was returned to use in good working order.